Event description:
Anesthesia reported finding this blue particulate in this bd 30 ml syringe after drawing up propofol from propofol 200 mg/20ml (ndc 63323-269-37, lot 10ri3694, exp 08/2024). Unclear if this was from syringe or propofol.